Event description:
It was reported that during a vinci-assisted surgical procedure, the customer encountered errors pointing to patient side manipulator (psm) #3. The issue persisted after the customer rebooted the system. The surgeon did not want to work with only 3 arms. As a result, the surgeon decided to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. There were no issues identified during the system setup. The customer tolerated the conversion to open surgery and did not experience any post-operative complications following the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the patient side manipulator (psm) to resolve the error issue. The system was tested and verified as ready for use. Isi has received the psm for failure analysis evaluation. However, as of the date of this report, the evaluation of the psm has not been completed. A review of the site¿s system logs was performed by technical service engineer (tse). The tse confirmed the error associated with psm #3 in the logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) was analyzed and the reported error issue was unable to be reproduced; however, the errors were confirmed to have occurred via the logs. A visual inspection was performed. The arm was installed onto the system and powered up. Multiple tests were performed and passed without any issues.